Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. B21571) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and migraine ("migraine") and underwent ovarian cystectomy ("removal of right ovarian cyst") and ovariocentesis ("drainage of left ovarian cyst"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, migraine, ovarian cystectomy and ovariocentesis outcome was unknown. The reporter considered menorrhagia, migraine, ovarian cystectomy, ovariocentesis and pelvic pain to be related to essure. Lot number: b21571, manufacture date: 2013-04, expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') and device dislocation ('migration'). In an adult female patient who had essure (batch no. B21571), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), migraine ("migraine"), genital haemorrhage ("heavy bleeding"), blister ("blisters on feet and hands"), headache ("constant headaches"), feeling abnormal ("brain fog"), depression ("depression") and acne ("acne"), underwent ovarian cystectomy ("removal of right ovarian cyst") and ovariocentesis ("drainage of left ovarian cyst"). And was found to have weight increased ("extreme weight"). The patient was treated with surgery (she had planned to undergo essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, menorrhagia, migraine, ovarian cystectomy, ovariocentesis, genital haemorrhage, blister, headache, feeling abnormal, depression, weight increased and acne outcome was unknown. The reporter considered acne, blister, depression, device dislocation, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, ovarian cystectomy, ovariocentesis, pelvic pain and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2013 (discrepancy noted as per pif). Date of removal: (B)(6) 2018 (discrepancy noted as per pif). Lot number#: b21571, manufacture date: 2013-04, expiration date: 2016-04. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff information: form received. Events: "migration, heavy bleeding, blister on feet and hands, constant headaches, brain fog, depression, extreme weight gain and acne" were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. B21571) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and migraine ("migraine") and underwent ovarian cystectomy ("removal of right ovarian cyst") and ovariocentesis ("drainage of left ovarian cyst"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, migraine, ovarian cystectomy and ovariocentesis outcome was unknown. The reporter considered menorrhagia, migraine, ovarian cystectomy, ovariocentesis and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 2-sep-2020: plaintiff fact sheet received. Reporter information updated. Removal date updated. Events: pain, menorrhagia, migraine, removal of right ovarian cyst, drainage of left ovarian cyst were newly added. Initial and follow-up 1, 2 and 3 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.